Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with a noise problem on the right atrial - ra lead. No intervention or patient symptoms were reported. Patient condition after the event was not reported.

Event description:
New information received notes noise caused over-sensing and automatic mode switch episodes. Patient was treated with reprogramming. Patient condition after the event was stable.